Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that after replacing the data acquisition (da) pcba to motor controller (mc) pcba cable the unit has multiple error codes. Additionally, the customer reported that the unit is reporting o2 flow sensor shows zero hours, air sensor and data acquisition (da) pcb show 843 hours. The device was in clinical use at the time the reported issue was discovered. There was no harm to the patient or user.

Manufacturer narrative:
Gas delivery system (gds) assembly was returned to failure investigator (fi) lab for evaluation. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) assembly was installed in the fi test ventilator. Operational test was performed and the ventilator power up from ac and delivered breaths, however, the unit displayed ¿air flow sensor calibration data error¿ and gave an audible alarm. Fi technician performed a normal ventilation mode runtime for two hours and the data acquisition pcba, air flow sensor pcba and o2 flow sensor pcba hours and the unit performed as intended. Fi technician compared the calibration table with the return gds assembly and the fi test gds assembly, which indicated a byte problem within the electrically erasable programmable read-only memory (eeprom). No further testing required. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Manufacturer technical support (ts) provided the customer with the gds part number. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to a byte problem within the electrically erasable programmable read-only memory (eeprom) of the air flow sensor.